Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2021 with chief complaint of intermittent episodes of small volume (approximately 1 tablespoon) of hemoptysis over last 3 days with globus sensation. Started with foreign body sensation in throat. The patient awakened from sleep at 2am with hemoptysis. The patient sat up and noticed blood mixed with sputum. Patient admitted to the floor. It was reported that an egd (esophagogastroduodenoscopy) was performed on (B)(6) 2021. The egd found 2mm sessile polyp in duodenum. Gastroenterology (gi) relayed to patient. The patient will need a follow up in gastrointestinal clinic to discuss repeat egd. The patients hemoglobin was state at the patient's baseline. Ent (ear, nose and throat) was also consulted while in emergency department. A bedside flexible laryngoscopy ended up showing all upper airways for the patent, and there was no evidence of active bleeding, and no masses. Gi was recommended for likely esophageal issue with hematemesis instead of hemoptysis. Barium swallow per heart failure team on (B)(6) 2021. Results were unremarkable. Egd (B)(6) 2021 per gi team stated that the patient is without active bleeding, and showed 2 mm sessile polyp found in the second portion of the duodenum. Polypectomy was not attempted because of recent anticoagulation. Patient to follow up in operating setting.